Event description:
The customer reported that they were having issues with low quality control results and patient results on the calcium assay. They also experienced erratic control recovery for other assays including "tdms" and "alp." The customer questioned results for (B)(4) patient samples that were tested for calcium. Of the (B)(4) samples, six required corrected reports. The customer provided examples of five patients that had erroneous calcium results that were reported outside of the laboratory. All initial results were reported outside of the laboratory. Samples were repeated on a different cobas 6000 system and the repeat results were believed to be correct. Sample one initially resulted as 7.4 mg/dl and when repeated on the other analyzer, it resulted as 9.7 mg/dl. Sample two initially resulted as 5.8 mg/dl and when repeated on the other analyzer, it resulted as 9.4 mg/dl. Sample three initially resulted as 7.3 mg/dl and when repeated on the other analyzer, it resulted as 9.9 mg/dl. Sample four initially resulted as 6.8 mg/dl and when repeated on the other analyzer, it resulted as 8.9 mg/dl. Sample five initially resulted as 7.0 mg/dl and when repeated on the other analyzer, it resulted as 8.9 mg/dl. The patients were not adversely affected. The calcium reagent lot number was 69747201 with an expiration date of 07/31/2015. The customer performed a sample probe wash and recalibrated the calcium assay. After calibration, the customer stated that the calcium test started running ok. The field service representative determined that the r1 probe fluid path was causing imprecision. He ran a check test and found that this was out of range. He replaced the r1 probe and bleached the fluid line. He performed another check test. He replaced the sample probe and then bleached the sample and r2 fluid lines. He successfully ran the instrument check test. The customer calibrated the assays and ran quality controls. The controls were within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.